Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014. No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found an external abrasion breaching the outer insulation 15.1 ¿ 15.2 cm from the connector pin. The cause of the external abrasion is consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.